Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l1-5. One week post-op it was found that the break off portion of the set screw was left above l3. Per the patient¿s request, a surgery took place to remove the fragment. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 5442147, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.